Event description:
Order was entered on cpoe for nephrology consultation several days earlier. Upon reconciling orders and recognizing that the nephrology consultation was never carried out, it was determined that the consultation order never electronically reached the task or nurse's screen. It was never called because the nurse never saw the order. The order remained listed on the prior order screen of the physician. Care was delayed. Pt at risk. Not an isolated incident of the defective product. Intrinsic defect in functionality of the device keeps nurses from seeing exactly what was ordered.